Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing shingles was exacerbated under the lifevest equipment. Patient described the area as painful blisters around the body. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow the blisters to heal. Outcome of the irritation is unknown.